Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet after refilling a nearly empty insulin cartridge instead of replacing it, followed by a full supply change with a new cartridge and infusion set. Symptoms included elevated blood glucose with a reported peak of 350¿365 mg/dl and no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included continued monitoring at home without use of backup therapy, ketone testing, or medical intervention. Investigation included telephone troubleshooting and education regarding proper cartridge replacement and infusion set change, as well as guidance that glucose reduction could take 1¿2 hours after the supply change. Investigation of this case revealed that the cause of hyperglycemia remained unclear despite the prior refill practice, which can contribute to delivery issues, and no device malfunction was identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.